Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white material floating in the syringe. The customer completed the supply change using a new syringe. Reportedly, insulin delivery was resumed. The customer's blood glucose level was 108 mg/dl.